Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of product showed that the part fractured on the shaft tip and cosmetic scratches from use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screwdriver broke while tightening the trial cone body to the stem during the revision of a competitor's nail.

Manufacturer narrative:
(B)(6). Concomitant products - arcos con sz b std 60mm trl/ pn 31-301302/ ln 476447. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the screwdriver broke while tightening the trial cone body to the stem during the revision of a competitor's nail.